Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This report is filed due to gripper actuation issues. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4. Clip delivery system (cds0601-xtr 81030u111) was advanced to the mitral valve and leaflet grasping was performed approximately 5 times without issues or difficulty. On about the fifth grasp, it was observed that the grippers were not dropping. The cds with the un-deployed clip were removed from the anatomy without issue. Another device was used in replacement. Two mitraclips were successfully implanted, reducing the mr to 2+. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this device issue.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated, and the reported issue could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. In the absence of a confirmed failure mode a conclusive cause could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.